Manufacturer narrative:
The complaint device was returned for evaluation. Incoming visual inspection found no anomalies. Technical visual inspection found no anomalies. Device evaluation found that the alarm fastener was causing the leak. The device was calibrated. The alarm calibration, inlet check valve leak test, outlet flow test, and final visual inspection were all tested and passed. The root cause for the confirmed reported event was determined to the alarm fastener. Based on device condition, it has been determined that the device has been dropped and tampered with. This type of event will continue to be monitored.

Event description:
Reportedly, post repair, the device leaked while on. It is unknown if there was patient involvement. There was no patient harm. No additional information is available.